Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The resistance with the guide was confirmed. Additionally a tear was found at the guide wire exit notch, which leaked when pressurized. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the mildly tortuous, moderately calcified, proximal to mid left anterior descending (lad) artery. A 3.5 x 23 mm xience alpine stent delivery system (sds) was selected for the procedure. While back-loading the sds onto the non-abbott guide wire, the guide wire met resistance at the guide wire notch on the sds and would not pass through. The sds was removed with resistance from the guide wire, replaced with a new 3.5 x 23 mm xience alpine sds and the procedure was completed with the successful deployment of the stent. It was suspected that the inner diameter of guide wire lumen of the device could be smaller than other xience alpine devices. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided. Returned device analysis found observed a tear in the guide wire exit notch. Further testing performed on the device confirmed a leak at the tear in the guide wire exit notch.